Event description:
The healthcare professional reported that "per notes in emr pt expired". The cause of death was reported to be not related to the implanted system. The cause of death was not reported. The pump was used to deliver morphine sulfate, bupivacaine, and baclofen.

Manufacturer narrative:
Final device analysis of the pump revealed no anomaly found; normal device function. Final device analysis of catheter portion (proximal piece 12.7 cm including pump connector) received revealed no anomaly found; acceptable catheter testing.